Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors were leaking from the fill port. The leaks were observed during setup/preparation. There was no patient involvement. No additional information is available at this time.